Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 496 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 496 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was able to rewind completely. Customer stated that he change the set and continue to get alarm. The customer was advised that the pump will be replaced. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 496 mg/dl. The customer assisted in performing a 5.0 fixed prime. Customer stated the insulin did exit.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted and the motor passed motor test. The insulin pump was received with normal operating currents; the insulin pump was monitored and no unexpected battery out limit or bad battery alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.